Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) was not working because he was not getting any relief from the stimulation. Patient reported he got the ins for pain in his back. Patient reported that he could not get the patient programmer (pp) to turn on right now. Patient called to get assistance with making adjustments. Patient reported that he had already increased the stimulation from the ins from 5.4v to 7.6v, but was still not getting pain relief from the stimulation. Patient sync'd with the pp and it showed stimulation was on. It was reviewed with the patient to check for available groups or programs. Patient tried a different group or program and this resolved the reported issue. Patient stated that he did not know anything about what the other groups on the pp did for pain coverage but mentioned that he was willing to try anything. Patient stated he had group a. Group a was originally set to 1.9v. The patient gradually increased stimulation from 1.9v to 3.8v and reported that he could feel the stimulation in his lower back. Patient confirmed that the stimulation was not uncomfortable for him and he would give it some time to see if group a helped with providing relief. No further complications were reported/anticipated.